Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they are having an audio/beep anomaly. The beep anomaly occurs every five minutes and is not sure why it is beeping. The customer states that they are experience high blood glucose levels, she is waiting for the doctor to adjust the setting information. The customer's blood glucose was 246 mg/dl. It was also stated that the customer would receive frequent check blood glucose alert. The customer wants the insulin pump replaced. Nothing further reported.